Event description:
Patient reported right side "pain, rupture" and exchange due to concern with the product. Healthcare professional reported right side capsular contracture, baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and crease flat. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp broken crease on the posterior, wear abrasion, stress marks, and non-penetrating striated nick on the posterior. Based on the device analysis the final assessment was a sharp broken crease on the posterior assessed as fold flaw opening, and a striated nick on the posterior assessed as surgical tool scratch-like. Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6.

Event description:
Patient reported right side "pain, rupture" and exchange due to concern with the product. Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.